Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision surgery is scheduled to be performed to replace the cup (manufacturer is (B)(4), p/n and lot number were unknown), the head (32mm, p/n and lot number were unknown), and the stem (aml-plus, p/n and lot number were unknown) due to stem sank (date of primary surgery was unknown). No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.